Event description:
It has been reported to co that during the procedure the catheter failed to advance through this device. The device was removed and replaced. Reportedly, the pt's femur was injured upon insertion. However, the pt is fine, requiring no intervention. The device is being returned for co's analysis.